Event description:
The customer contacted stryker to report that their device was booting up to a blank screen. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the backlight is not working on the display. Stryker replaced the lcd display to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue was determined to be a faulty backlight in the lcd display.

Event description:
The customer contacted stryker to report that their device was booting up to a blank screen. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.